Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue, although it is a possible sporadic failure. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the ccd unit, sliding error of movable l-range that occurred in the zoom scope, image occurred within the allowable range, and/or damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use: warnings and cautions. During the device evaluation, service observed white dots in the image. The rfid and caution labels had worn edges and were peeling. Switch 1 was leaking, had a hole and deep scratches. The angulation was low. The right/left and up/down control knobs were loose. The distal end cover had scratches, nicks, and burn marks. The insertion tube adhesive was cracked and peeling. The insertion tube had scratches. The light guide tube had scratches, abrasions and was buckling. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was sent to an olympus service center for evaluation with a report that a scope communication error was displayed, the image was fuzzy, and the device may have failed the leak test. The issues were found during preparation for use. There was no patient or user injury reported. During inspection and testing of the returned device, service observed the endoscope image displayed was blurred. This report is being submitted for the malfunction found during the device evaluation [blurred image].